Event description:
Customer reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support instructed the customer to perform a system check and no issues were identified. The customer replaced the cartridge and infusion set and resumed insulin therapy.